Event description:
It was reported that for the past month, the patient has been experiencing noise and painful sensations, as well as facial nerve stimulation. All external components have been checked, however, the patient still can't wear her speech processor as it is too painful. Testing was carried out which showed all electrode channels with status 'ok', even when the patient turns her head or when she touches the area around the implant. The patient can use a very low mcl map, she is still able to hear with it, and experiences no pain, but does hear strange noises. The patient will try this setting for a while, as long as she does not feel any pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.